Event description:
It was reported to philips that the device gave an error indicating the system¿s storage was almost full, despite there not being any patients on the system. The device was in clinical use at the time of the event. No harm to the patient or user was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system¿s storage was almost full. Upon troubleshooting, rse found that ippc was defective.to resolve this issue, philips engineer replaced hard drives for pc and reloaded software to ippc. Later which, the issue was found in the ippc and it was replaced in the case 0121282476 pr# 3082369. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.